Manufacturer narrative:
(B)(4). The reported complaint for iab "not inflated fully" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that during use on a patient, the iab would not inflate completely, "it inflates only or less than half size, it does not inflate from midsegment of balloon towards tip of balloon". As a result, the iab was removed. A 2nd iab was not inserted as one was not available. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that during use on a patient, the iab would not inflate completely, "it inflates only or less than half size, it does not inflate from midsegment of balloon towards tip of balloon". As a result, the iab was removed. A 2nd iab was not inserted as one was not available. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was noted wrapped (or considered twisted). The stylet was fully inserted with the iabc. No obvious blood was noted on the iabc or within the helium pathway. No sheath was returned on the iabc. A dried white media was noted in-side the iabc short driveline tubing. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0064in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. A dried white media was noted within the one-way valve. The stylet was removed from the iabc central lumen without any difficulty. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The body of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 6.0cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "ultraflex 7.5 fr 40cc not inflated fully" is confirmed. During the investigation, the distal and proximal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Manufacturer narrative:
Qn#: (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, the iab would not inflate completely, "it inflates only or less than half size, it does not inflate from midsegment of balloon towards tip of balloon". As a result, the iab was removed. A 2nd iab was not inserted as one was not available. No patient harm or injury. The patient status is reported as "fine".